Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq1147 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refq1147) have been reported from the same facility in (B)(6).

Event description:
It was reported that the proximal catheter connector and the oversleeve could not be connected. A tactile, locking sensation could not confirm that the two pieces were properly engaged. Another kit was opened and the catheter connector in it was used to complete procedure. There was no reported patient injury. It was stated that this occurred with two devices. This report addresses the first device.